Manufacturer narrative:
(B)(4).

Event description:
After the pump was implanted, the patient experienced "good therapy" for one day. The pump contained lioresal 500 mcg/ml. The dose was increased from 250 mcg/day to 550 mcg/day with no improvement in symptoms. The catheter was checked using contrast dye which resulted in "inadequate information." The physician replaced the intrathecal catheter on (B)(6) 2011. Following the replacement, the patient experienced "good therapy outcome" again for one day at 250 mcg/day. The pump drug dose was increased the following days with no improvement in symptom control. The catheter connection seemed to "be ok." The physician programmed a single bolus through the pump and the patient received a therapy response. It was believed the patient required higher doses for symptom control. As of (B)(6) 2011, there were no further complications.